Event description:
It was reported that the side wing of the unit snapped off during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacture date: 10/10/2005 for lot # alyw14.